Manufacturer narrative:
(B)(6). The device was received for evaluation of the reported complaint mode, a broken tip. The curved piece of the end of the device is missing, confirming the complaint. The break was assessed under a stereo microscope and a torsional failure due to excessive force was noted. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During a bankhart repair shoulder stabilization procedure using an accu-pass str shuttle 45 deg lft curve, it was reported that the end of the device snapped off and was left in the joint. It entered the inferior joint space and was retrieved. No patient injury or other complications were reported.